Event description:
The customer reported: "fluid 'backed up' in tubing at point of insertion inside the pump, creating a large fluid ball in the tubing set." There was no report of pt harm; medical intervention was not required. The customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results, should the product be received.